Manufacturer narrative:
Investigation results were made available. Review of device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: scratch damage. Event description: it is reported that during a hip arthroplasty, the surgeon noticed black scratches on the biolox head. The surgery was completed with another device. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the ceramic head has been received for an investigation. A metal transfer line around 2 cm long is visible on the articulating surface of the head. Additionally, there are two metal transfer lines along the taper area of the ceramic head. On the non-articulation side of the biolox head, one metal transfer line of about 0.5mm length is visible at the taper chamfer and on the annular head surface. Due to the cleaning procedure at zimmer biomet, some additional small scratches are visible on the annular head surface. Review of product documentation: review of inspection plan: characteristics #4: surface polish is 100% visually inspected. Root cause determination using dfmea: non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information, possible: correct handling of the device is not under control of zimmer biomet. Unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage), not possible: the device was packaged according to the packaging specification. Conclusion summary: the product has been received for an investigation. The review of the DHR confirms that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. No additional similar event has been report for this product lot number. Therefore a manufacturing issue seems very unlikely. The metallic transfer on the non-articulating surface indicates that the biolox head has already removed from the package and put in contact with a metallic surface (e.g. Metallic table, metallic net, instruments, instrument box). There is some metallic transfer in the taper which indicates that the head has already been in contact with the stem taper. Moreover, it is probable that the marks on the articulation surface emerged from a handling error after it was taken out of the packaging. Handling of the component is outside of zimmer biomet control. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported by the surgeon that before implanting he noticed black scratches on a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on (B)(6) 2017. The surgery was completed with another device. It was also reported that there was no surgery delayand no impact, harm or injury to patient.